Event description:
During acl hamstring harvesting the suture broke while tensioning. The remaining portion of the whipknot was whipstitched over and remains in the patient. A delay of five minutes took place to perform the whipstitching. No patient injury or complications resulted.